Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.3; lab: 2.7.

Manufacturer narrative:
Customer obtained 2.7 and 3.3 inr with 3.5 hours elapsed between the two readings. These results are excluded from comparison tests. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Product is not expected to be returned. No product info was provided. No corrective action required at this time as no product deficiency was established.